Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency treatment procedure was aborted, and the patient was moved to another room to complete the procedure. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the log file which showed a network connection error between the image detection ¿ image processing (ip)-pc. The fse solved the issue by re-installing the software. After this service action, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform exposure. The user restarted it, but the issue persisted. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.